Manufacturer narrative:
The device sample was not returned for evaluation.

Event description:
The event is reported as: the customer alleges that the balloon of the endotracheal tube leaked/ deflated after intubation. The patient was re-intubated. Patient condition reported as fine.